Manufacturer narrative:
Returned product analysis indicated that the ipg pass all photographic, visual, mechanical and electrical tests. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that a patient was experiencing difficulties obtaining a charge on her ipg. The physician explanted the patient's ipg and re-implanted her with a new ipg. The patient is reportedly doing well following the procedure.

Event description:
A report was received that a patient was experiencing difficulties obtaining a charge on her ipg. The physician explanted the patient's ipg and re-implanted her with a new ipg. The patient is reportedly doing well following the procedure.